Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies, and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received no delivery alarms and motor error alarms. The customer's blood glucose level at the time of incident was unknown. The customer states their levels had been as high as 400mg/dl. The customer treated with manual injections. The customer states the alarm was resolved by complete set change. The customer was advised to monitor the device and call back if issues persist.